Event description:
Vague report received from baxter-spain indicates infusion complete in three days versus the expected five days. Device contained 2450mg 5fu and ns for a total fill volume of 240ml. Reporter indicates no pt injury resulted.